Event description:
Complainant alleged that during a routine preventative maintenance check, the device was unable to switch to manual mode. The override key switch rotates 360 degrees. The complainant indicated that there was no pt involvement in the reported failure.